Manufacturer narrative:
Additional information: b5, b6, b7, g3. MFR# reference: (B)(4).

Event description:
Through follow-up, the surgeon reported the following additional information. Reportedly, the first stent was placed successfully in the trabecular meshwork (tm), but the surgeon was unable to place the second stent successfully. The surgeon used a back-up device to implant the second stent successfully in the tm. The positioning of the stent that was placed posteriorly did not result in any adverse impact, and the patient was being monitored. The patient most recent status was reported as ¿excellent with adverse event resolved¿.

Manufacturer narrative:
Additional information: the stent was not implanted in the proper location, but remains in the patient's eye; therefore, the surgery date was indicated in the implant date field. The devices were not available; therefore, product testing on these actual devices could not be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that following a left eye cataract procedure, the surgeon implanted one (1) of the two (2) stents from a trabecular micro bypass stent system posteriorly to the trabecular meshwork (tm) during implantation attempt. The surgeon completed the procedure with two (2) stents implanted successfully in the tm. Additional information has been requested.